Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient felt like implanted moved had slowly been moving lower on her body. It was now at a point where she was sitting on the device and it was uncomfortable.